Event description:
Reporting rationale: minirail tip separation has previously caused or contributed to pt injury. Device issue: minirail tip separation. It was reported that the tip broke off the minirail prior to use. There was no pt involvement. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. Tip separations can occur due to, but not limited to, mfg, associative device interaction, or pt anatomy. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.